Event description:
No new information.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Furthermore, per your response, it was understood that the product did not display a quality issue and that further training was provided on proper use which has resolved your concerns.

Event description:
(B)(6) 2025 customer response to query: please disregard the complaints. I talked to a clinical lead and they informed me that the people who filled out these complaint forms did not have the proper inservice training and that they are good now.

Manufacturer narrative:
Clarifying information received. Annex a code update.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Scenario # 1- as soon as needle punctures skin and catheter is advanced, the catheter appears very weak and kinks up on itself, resulting in another IV stick to the patient. Scenario # 2-brand of IV do not seem to be as sturdy. I've had many IV's not able to advance and even kinks as I try to advance catheter: resulting in multiple IV sticks. Serious injury: no.